Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 05:12 pm CT. The report number is being corrected from: 2134265-2018-64191 to: 2134265-2018-62995.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the blood vessel in the groin. The target lesion was located in the proximal left anterior descending artery. After engaging the lesion with 6f ebu 3.5 non-bsc guide catheter, a 0.9 laser atherectomy was used multiple times and was upgraded to 1.4 laser atherectomy. A 3.50x20mm synergy ii drug-eluting stent was then advanced for treatment. However, as the physician attempted to advance the device, it was noted that the shaft got kinked and when the device was removed, the shaft was broken. No patient complications were reported. Synergy ii us mr 3.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using and the result within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found damage. A visual and tactile examination of the hypotube found a break 250mm distal to the distal end of the strain relief. Multiple kinks were also noted along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the blood vessel in the groin. The target lesion was located in the proximal left anterior descending artery. After engaging the lesion with 6f ebu 3.5 non-bsc guide catheter, a 0.9 laser atherectomy was used multiple times and was upgraded to 1.4 laser atherectomy. A 3.50x20mm synergy ii drug-eluting stent was then advanced for treatment. However, as the physician attempted to advance the device, it was noted that the shaft got kinked and when the device was removed, the shaft was broken. No patient complications were reported.